Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error during treatment. The patient reported feeling full. The treatment records display an occurrence of iipv (increased intraperitoneal volume) of 150%. The cycler will be replaced.

Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. The internal, visual inspection of the received cycler unit encountered no discrepancies. A device history review on 10/12/2017 found no related problems to the reported complaints.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error during treatment. The patient reported feeling full. The treatment records display an occurrence of iipv (increased intraperitoneal volume) of 150%. The cycler will be replaced.

Manufacturer narrative:
Corrective data: update to include correct iipv percentage.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error during treatment. The patient reported feeling full. The treatment records display an occurrence of iipv (increased intraperitoneal volume) of 200%. The cycler will be replaced.